Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the act button on the insulin pump is not clicking like it use to. Customer stated that there is a button error alarm on the insulin pump. Customer's current blood glucose reading is 211 mg/dl. No further information reported.

Manufacturer narrative:
No button error alarm noted. The insulin pump had no button response due to flattened dome switch on esc button. No damage noted on act button dome switch. The insulin pump had minor scratches on display window.